Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly, when advancing the knot of one of the proglides, a suture break occurred. An additional proglide was deployed and hemostasis was achieved with the sutures of this proglide along with the pre-placed sutures of the other proglide. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.